Manufacturer narrative:
(B) (4).

Event description:
The pt had experienced severe spasms despite an increase in the baclofen rate. The pt's catheter was revised and replaced due to a kink/occlusion at the lumbar site. The hcp was also unable to aspirate any fluid. The pt recovered without sequela.